Event description:
Reported one false positive sars result. Customer currently does not have symptoms but is living with family who is symptomatic. The consumer communicated they received a negative result by another rapid antigen assay.one additional consumer event was also communicated which is captured on separate report.

Manufacturer narrative:
Investigation conclusion: a review of the DHR found that the lot met all release criteria. A review of complaint history did not identify any adverse trends for the reported issue for this lot. Root cause: unable to determine. Source: phone.